Event description:
General report received of an unspecified number of undocumented incidents of no flow. The secondary tubing sets were being used to deliver unspecified solutions. The customer contact reported that after the secondary tubing sets were connected to unspecified alaris primary tubing sets and the primary solution containers were lowered, the solutions in the secondary tubing sets would not flow. The secondary tubing sets were replaced and the therapies were resumed. There were no reported adverse p t effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
A device is expected to be returned for investigation. It has not yet been received.